Manufacturer narrative:
Additional information received indicates that the event involved one battery not holding its' charge. The site opted to replace the remaining three patient batteries since they were more than a year old. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that (B)(4) was not holding charge for more than 3 hours. One battery (B)(4) was returned for evaluation. Three batteries (B)(4) and one shoulder pack (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned devices' manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing; the battery discharged as expected when in use. Log file analysis of the controller (B)(4) did not reveal any anomalies involving (B)(4). As a result, the reported event could not be confirmed; (B)(4) performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came in for routine clinic visit with complaints that a battery was no longer holding a charge for more than 3 hours. The patient denied any damage to the battery or alarms associated with it. No damage was noted to the battery upon assessment in clinic. The battery was taken out of service and exchanged. No additional information available.